Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving sufentanil, bupivacaine and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the morphine pump she had was taken out when the lifespan of that pump reached 7 years old. Pump kept stopping so the hcp went and replaced the pump. No further complications were reported.

Manufacturer narrative:
Device code: was updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal sufentanil 47.62 mcg/ml at 200 mcg/day, bupivacaine 4.762 mg/ml at 20 mg/day, and unknown morphine 4.762 mg/ml at 20 mg/day via the implanted pump. It was reported the patient¿s second pump was not working correctly and issues started about six months prior to (B)(6) 2018, so around (B)(6) 2018 (year valid). The patient has had the same three drugs in the pump and has constantly had the dose and concentration changed to address her pain needs since early 2018. The patient started feeling like something was wrong because she was feeling pain a lot more intensely. The patient thought that the pump was failing to dispense medication, specifically where the catheter was placed. The patient felt pain in places around her lower spine where the catheter was located. The patient felt like something was broken. The patient had gone on several ER /ambulance trips, showed signs of morphine withdrawal, and was having seizure like events in the hospital. When the patient told the doctor this, he wasn't sure why this was happening. It was noted the pump battery was getting near its end of normal battery life so the doctor decided to just replace the pump and was hopeful that replacing pump would resolve any possible issues. During pump replacement the catheter was also replaced because the original catheter (8709sc) had crumbled in the patient's spine so the patient wondered if the pain she had been feeling was from the crumbled catheter. It was noted the doctor reported he had gotten out as much catheter as he could but there was still a lot of catheter left inside patient's body {refer to manufacturing report # 3004209178-2019-02404 regarding the catheter in pieces}. The patient wanted to know if the recall (sutureless connector recall) on the catheter had caused the catheter to crumble. The patient may get an MRI to find the catheter pieces to have them removed. No further complications were reported.